Event description:
The user facility reported an 83-year-old white female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Upon the patient¿s arrival at ICU, the patient¿s left leg was noted to be mottled and pulses unable to doppler pulses on left foot. The patient was brought back to ccl and impella cp removed from left femoral artery (lfa). Angiogram of lfa and rfa performed, and no thrombus, dissection, or perforation was noted. The patient¿s left leg improved in color and was no longer mottled after impella was removed from lfa and pulses were dopplerable on left foot. The patient is stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible issue has been completed. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.